Event description:
It was reported that the device stopped working during a colon procedure. The procedure was completed with a second same device. No patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. However it is possible that the damaged jaw could have caused an alert screen such as ¿reposition jaws and reactivate¿ on the gen11, this because of possible unintended contact with the electrode to ground due to the jaw distortion. This was not confirmed during the analysis. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.